Manufacturer narrative:
The site has indicated that the pump remains implanted and that the controller has been received and is awaiting further analysis. Device remains implanted.

Event description:
Approximately fifteen days post heartware vad implantation, it was reported that the patient experienced 'electrical fault' alarms; review of the controller log files confirmed electrical faults. Visual inspection revealed contamination within the driveline connector and controller connector. The heartware field engineer performed a cleaning procedure and a controller exchange. There was no reported patient injury as a result of this event.